Event description:
The customer reported an unknown volume of fluid, which appeared to be cleaner or retic stain, leaked under the lh780 analytical station. The customer was unable to determine the source of the leak. Beckman coulter inc customer technical service (bec) recommended to the customer the use of personal protective equipment (ppe) consisting of gloves, goggle, and lab coat to troubleshoot the leak. The customer placed towels around the instrument on counter top to absorb the leak. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. On the day of the event (B)(6) 2012, a field service engineer (fse) was dispatched to investigate the event. The fse found a leak at the pinch valve 98/95 (ghost pump) and solenoid 114 on mf13. The leak subsequently shorted out manifold 13. The field service engineer replaced manifold, mf13, diluent 3 blood detector and solenoid at backwash manifold. Parts had malfunctioned due to leak. Pinch valve 98/95 is associated with the retic ghost stain pump. The retic ghost stain pump and associated tubing carries clearing solution (reagent b) from the lh series retic pak. The cause of the event was the pinch valve 98/95 and solenoid 113 leak.

Manufacturer narrative:
(B)(4).